Event description:
Boston scientific received information that immediately after implant of this implantable cardioverter defibrillator (ICD), noise was observed on the shock channel only. The noise resolved on it's own before the patient went home, and no adverse patient effects occurred as a result of the noise. All diagnostic measurements remained normal and stable.

Manufacturer narrative:
No additional information is available at this time, and current records suggest that this device remains implanted and in service. This event will be updated if any additional information becomes available.